Manufacturer narrative:
.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the lesion was instent restenosis in the proximal rca, with very tight proximal end. During an attempt to deploy the xience v at 12 atm, through the old restenotic lesion, the proximal end of stent showed artery rupture. Another company's balloon was used in an attempt to close the rupture, with prolonged inflations; however, it did not close. Another xience v stent was placed through the proximal end of the first xience, covering the ruptured area. The bleeding stopped and the procedure was completed. A check was done the next day and the lesion was stable without any bleeding. No additional event or pt information is available.